Manufacturer narrative:
The thermogard ivtm system (serial #(B)(4) ) was evaluated at the customer's site. The customer reported complaint of the thermogard ivtm system displayed "tcm ID:05" (coolant diff failure) error message was not confirmed during the initial functional testing as the issue was not replicated, however, reportedd errror was confirmed during the event log review. There were no device deficiencies found during the evaluation of the console that could have caused or contributed to the reported complaint. The thermogard console performed as intended. During the visual inspection, no physical damage was observed on the console. During the event logs review, the tcm ID:05 (coolant diff failure) error was identified around the reported event date. Thus, confirming the reported complaint. The error could be intermittent possibly due to a faulty connection between the lm34 and I/o pcb. Also, unrelated to the reported complaint, mid:14 (bg power supply) and mid:16 (software) errors on 03/19/2021. The possible root cause for the observed errors was due to quick power off and on of the ivtm system and were cleared by the customer. The initial functional testing passed all the functional test requirements with no fault or error. Advised the customer to replace the temperature sensor on the thermogard console but the customer denied the service repair.

Event description:
During ivtm set-up, the thermogard ivtm system (serial #(B)(4) ) displayed "tcm ID:05" (coolant diff failure) error message persistently. Ivtm therapy continued with a different thermogard system. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.